Event description:
The initial reporter stated they received questionable results for one patient sample tested for lactate on three different cobas b 221 analyzers. No questionable results were reported to the patient or medical personnel treating the patient. When the sample was tested on the first cobas b 221, the lactate result was 2.06 mmol/l. When the sample was tested on the second cobas b 221, the lactate result was 1.7 mmol/l. When the sample was tested on the third cobas b 221, the lactate result was 3.06 mmol/l. A serial number of (B)(4)was provided for one of the cobas b 221 analyzers. It was asked, but it is not known which of the three analyzers this serial number applies to.

Manufacturer narrative:
The customer has confirmed the correct data for the first reported patient sample as follows: when the sample was tested on the first cobas b 221 (serial number (B)(6)), the lactate result was 1.72 mmol/l. When the sample was tested on the second cobas b 221 (serial number (B)(6)), the lactate result was 2.08 mmol/l accompanied by a data flag. When the sample was tested on the third cobas b 221 (serial number (B)(6)), the lactate result was 3.09 mmol/l accompanied by a data flag. This sample had the following relevant test data: thb(e) = 15.0 g/dl, fio2 = 0.21 (no units provided), ph = 7.350, pco2 = 42.6 mmhg, po2 = 79.4 mmhg, chco3 = 23.0 mmol/l, fo2hb = 0.954 (no units provided), so2(c) = 94.8 %, so2 = 97.2 %, be = -2.6 mmol/l, pao2 = 84.4 mmhg, aado2 = 5.0 mmhg, cto2 = 20.1 vol%, a/ao2 = 94.1 %, ctco2(p) = 54.4 vol%, ctco2(b) = 20.2 mmol/l, p/f index = 378.2 mmhg, o2hb = 95.4 %, cohb = 1.6 %, hhb = 2.8 %, methb = 0.2 %. Data was provided for two additional samples with discrepant lactate results (samples 2 and 3). It was asked, but it is not known if any incorrect results were reported outside of the laboratory for these samples. The second patient sample was tested on cobas b 221 serial number (B)(6), resulting in a lactate value of 0.46 mmol/l. The second patient sample was tested on cobas b 221 serial number (B)(6), resulting in a lactate value of 0.69 mmol/l. The second patient sample had the following relevant test data: thb(e) = 15.0 g/dl, fio2 = 0.21 (no units provided), ph = 7.468, pco2 = 31.9 mmhg, po2 = 71.0 mmhg, chco3 = 22.5 mmol/l, fo2hb = 0.952 (no units provided), so2(c) = 95.1 %, so2 = 97.1 %, be = -0.8 mmol/l, pao2 = 97.0 mmhg, aado2 = 26.0 mmhg, cto2 = 10.8 vol%, a/ao2 = 73.2 %, ctco2(p) = 52.7 vol%, ctco2(b) = 21.3 mmol/l, p/f index = 338.1 mmhg, thb = 8.02 g/dl, o2hb = 95.2 %, cohb = 1.6 %, hhb = 2.9 %, methb = 0.4 %. The third patient sample was tested on cobas b 221 serial number (B)(6) on (B)(6) 2022, resulting in a lactate value of 0.64 mmol/l. The third patient sample was tested on cobas b 221 serial number (B)(6) on (B)(6) 2022, resulting in a lactate value of 0.99 mmol/l. The third patient sample had the following relevant test data: thb(e) = 15.0 g/dl, fio2 = 0.21 (no units provided), ph = 7.440, pco2 = 38.0 mmhg, po2 = 58.0 mmhg, chco3 = 25.3 mmol/l, fo2hb = 0.922 (no units provided), so2(c) = 90.9 %, so2 = 94.2 %, be = 1.1 mmol/l, pao2 = 89.5 mmhg, aado2 = 31.5 mmhg, cto2 = 9.7 vol%, a/ao2 = 64.8 %, ctco2(p) = 59.2 vol%, ctco2(b) = 24.1 mmol/l, p/f index = 276.2 mmhg, hct = 25.6 %, thb = 7.43 g/dl, o2hb = 92.2 %, cohb = 1.6 %, hhb = 5.7 %, methb = 0.6 %.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data, the issue is consistent with a sample storage issue and increased lactate results due to blood sample metabolism. Fields d4 - lot no and d4 - expiration date were updated.